Manufacturer narrative:
Additional information was requested from the reporter. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a diagnostic procedure the main light stopped working, however, the backup light did work but was very dim on the evis exera iii xenon light source. The customer stated that the device was not being returned because the issue was not covered under warranty. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of reported event could not be identified. Olympus will continue to monitor field performance for this device.